Event description:
The pt received his scs sys on 7/5/2011. After the operation, it was reported the pt could only receive rib stimulation. Two contacts on the lead had impedance issues. X-rays were performed and the physician noted the lead had not moved. F/u revealed changes in programming allowed the pt to receive stimulation coverage. It was reported the pt was pleased with the stimulation. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.